Manufacturer narrative:
Device failed to power up due to corroded battery tube spring noted. Unable to verify loose drive support cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. Customer using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer was neither in emergency room, nor admitted into hospital. Customer report customer does not alleging insulin pump under delivery. Customer declined troubleshooting for high blood glucose. Customer stated drive support cap was flush. The insulin pump will not be returned for analysis.